Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 451 mg/dl at the time of incident and the current blood glucose level was 259 mg/dl. The customer was treated with manual shot of insulin and bolus from the insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Drive support cap was normal. Customer also stated that insulin pump received no delivery alarm. The insulin pump will not returned for analysis.